Manufacturer narrative:
(B)(4). The delivery system was not returned for evaluation; therefore no visual inspection of the device was able to be performed. No photographs or procedural imagery was available for review. Manufacturing inspections in place support that it is unlikely that a manufacturing nonconformance contributed to the reported event. Review of the training manual indicates ¿factors that make it difficult to cross (the native valve): heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, inadequate bav¿.  Review of the training manual did not reveal any inadequacies. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to the difficulty crossing the native aortic annulus and ascending aortic dissection.  Investigation results suggest/indicate the difficulty crossing the native annulus occurred because no bav was performed; once a bav was performed, the native aortic annulus was able to be crossed. The ascending aortic dissection was likely related to the multiple attempts to cross the native annulus prior to performing the bav. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during the placement of the 26mm sapien 3 case by tf approach in aortic position, initially, balloon aortic valvuloplasty (bav) was not performed. It was not possible to cross the native valve with the commander. The guidewire was exchanged (extra stiff to super stiff) but it was still not possible to cross the native valve with the commander delivery system and crimped valve. Therefore, a bav was performed accessing from the contra lateral femoral side. Once the bav was successfully performed, it was managed to cross the native aortic valve and the sapien 3 valve was successfully implanted. Post valve deployment, contrast extravasation was seen at the right coronary side via angiogram. An ascending aortic dissection was confirmed with echocardiogram. The patient was converted to open surgery. During surgery the endothelium where the ascending aortic dissection occurred, was noted to have come off in an ¿almost circular¿ pattern. It is thought by the physician that the aortic dissection occurred when attempting numerous times to cross the native annulus.

Manufacturer narrative:
Reference CAPA-20-00141.